Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Physio replaced the ECG and therapy connector assemblies as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device was unable to read the patient's ECG through the ECG or paddles leads. The customer indicated that when this issue occurred, they were able to incorporate a backup device with a very minimal delay, then continue care. There was no report of any adverse outcome as a result of the reported issue.